Event description:
There is no new information provided by the customer.

Manufacturer narrative:
Correction to d9: product returned on 15jan2026. The device was returned to olympus for inspection where the reported failure was reproduced. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 - address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope experienced an e315 (non-compatible scope) during service. There were no reports of patient involvement.